Event description:
On (B)(6) 2007 c4-c5, c5-c6, a:1d c6-c7 degenerative disc disease with marked collapse. C4 through c7 cervical stenosis. Cervical myelopathy with spinal cord compression. Bilateral right c5 and c6 and bilateral c7 radiculopathies. Cervical spine kyphotic deformity medical records state there was severe collapse of the disc space that was essentially bone on bone without any disc material between the discs. This required partial corpectomies of each vertebral body of c4-c5 initially, c5-c6, and then c6-c7 (B)(6) 2008 the anterior plate is affixed with screws from c4 through c7. Graft material is seen at the disc levels, c4-5, cs-{), and c6-7. Anterior osteophyte is present at 04. A small posterior osteophyte is also present flexion and extension views shows that the flexion begins at the c34 level. There is some degenerative spurring at c3-4. On (B)(6) 2010 xray cervical spine - 4 views surgical changes are noted with degenerative disc disease at c3-4 CT cervical spine without contrast surgical changes are noted from c4 through c7. There is left-sided bony foraminal narrowing at c4-5 and cs-6. Kyphosis measuring approximately 15 degrees is seen at c3-4. On (B)(6) 2012 during an office visit patient states neck pain and upper extremity started roughly six weeks ago after heavy lifting. Sudden onset of right greater than left-sided neck pain, along with global left upper extremity radicular pain followed by global left upper extremity numbness. During this visit the patient states overall symptoms are improving, ptdoes continue to have the right-sided neck with occasional left-sided neck pain in the left trapezius pain. Pt. Overall denies any radicular pain in the pt does have some fluctuating numbness to the tip of left thumb but otherwise denies any global numbness. On (B)(6) 2012 during this visit it was noted the patient had a multilevel dlskectomy and interbody fusion from c3 through c7, anterior screws at the c3 and c4 levels, there appears to be a solid bony fusion at all levels. Moderate disk degeneration is present at the c7-t1 levels. On (B)(6) 2012 the are stable appearing struts from c3-4 through c6-7 with antetior screws at c3 and c4, the c4 screw, appears to be fractured about midway along its length. There are degenerative finding at the c7-tl level, mainly in the form of osteophytic spurring.

Event description:
It was reported that the patient underwent unspecified surgery using rhbmp-2/acs. Reportedly, the patient has "problems such as pain, required [patient] to undergo a revision surgery, and has [patient] constantly worried that things will get worse."

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery in which rbmp2/acs was used. As per op-notes,¿ bipolar cautery was used to coagulate the vessels particularly on the right side at c6-c7 with the epidural vein, which was quite large. Surgeon further distracted now under fluoroscopy, which helped to restore the cervical lordosis and give the patient an excellent alignment compared to her preoperative kyphotic deformity. Surgeon templated under fluoroscopy for 6-mm large 4-degree lordosis cages and then the appropriate cages were taken and then packed with a quarter of a small sponge of rhbmp-2/acs into each cage. The cages were then placed between the body of c4-c5, c5-c6, and c6-c7 for an excellent a+ fit. This significantly restored the lordosis and increased the interforaminal height. A 60-mm atlantis plate was placed over the bodies of c4 to c7.¿ the patient tolerated the procedure well without any intraoperative complications.